Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the symptoms had gotten better as the patient continued to take oral substitute. The patient was scheduled for a replacement on (B)(6) 2017.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The patient code (B)(4) was previously applied in error. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. A motor stall had occurred and the entire device system was explanted and was not replaced with the manufacturer¿s product. No dye study or rotor study was performed. The reason for infusion device removal was indicated as being device related. The patient was without injury and had recovered without sequela. As per the pump¿s log, a motor stall occurred and stopped pump period may exceed tube set message was indicated; the pump in stopped pump mode and indicated as having been shut off for 172 hours and 46 minutes as of (B)(6)2017. Also per the pump¿s log, the following medications were being administered via the pump as of (B)(6)2017: hydromorphone with concentration 10.0 mg/ml, bupivacaine with concentration 5.0 mg/ml, and clonidine with concentration 0.1 mg/ml. The pump and catheter were returned for analysis.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial (B)(4), product type: catheter. The pump was returned, and analysis found finding corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The catheter was returned, and analysis found a user-related hole. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and other non-malignant pain. The pump contained hydromorphone, clonidine, and bupivacaine with all unknown concentrations and doses. It was reported the pump had a motor stall on (B)(6) 2017. The audible alarm was silenced in the office on (B)(6) 2017, but the pump started to re-alarm every 10 minutes according to the patient¿s wife on the day of report due to the stopped pump period may exceed tube set message. Reported symptoms included a return of symptoms. No further patient complications were reported.